Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion transbronchial biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.